Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 0.3ml vet syringe experienced hub separation. The following information was provided by the initial reporter: pet owner reported needle hub separated.

Event description:
It was reported that the bd 0.3ml vet syringe experienced hub separation. The following information was provided by the initial reporter: pet owner reported needle hub separated.

Manufacturer narrative:
H6: investigation summary: customer returned 2 syringes with no polybag for identification. Both syringes had their needle shield and hub separate from the barrel. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tips of the barrels or their respective needle hubs. No signs of use and no other defects found. A review of the device history record was completed for batch #0174596 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the shield not detaching as intended. CAPA (B)(4) has been opened to address this issue.